Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) was over-sensing noise which led to an inappropriate shock. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.